Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
During surgery for a tibial plateau fracture procedure on (B)(6) 2013, the surgeon was unable to properly line up the percutaneous aiming arm. As a result, none of the targeting locking holes or non-locking holes would line up on the plate. Therefore, the surgeon had to make small incisions and take x-rays in order to line up the holes on the plate. This caused a delay in surgery of an hour and a half. This is 2 of 3 reports.

Event description:
This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. There were no defects visible when product was examined. All relevant features were measured and were found to be within specifications. No manufacturing related fault could be detected. This device used for treatment and not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The device history records report states that the manufacturing documents were reviewed and no complaint related issues were found.